Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k072543

Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan (lfs) alleging that he was experiencing an inaccurate high issue with his one touch select meter. The medical surveillance specialist (mss) spoke with the patient's wife on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. He obtained results of "273, 311, and 349 mg/dl" on the subject meter, which he felt was inaccurate high compared to his feelings/normal values. The patient stated that he manages his diabetes with insulin (no adjustments) and due to the alleged issue it is unknown if he made any changes to his usual treatment reportedly the patient's wife claimed on (B)(6) 2011 "shortly after" administering the insulin treatment, he felt "lightheaded and passed out". It is unclear if the patient received any form of medical treatment due to his symptoms (she could not recall). During the initial call with customer service, the agent noted that the patient was using the correct unit of measurement set in the meter. However, it was also noted that the patient had been storing the strips in the refrigerator. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 (10/31/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. The retain test strips also passed all testing. Lifescan (lfs) has requested the return of the test strips for evaluation. If the test strips are returned lfs will evaluate them and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.